Event description:
General report received of an unspecified number of undocumented incidents of delays in critical therapies following the device's powering off following an alarm condition. On unspecified dates and times, the devices were programmed for pain mgmt to deliver an unspecified pain medication via epidural or intravenous routes, and the deliveries were started. No specific programming parameters were provided. After unspecified lengths of time, the nurse reported the devices alarmed for unspecified alarm conditions. At that time, the nurses reported the device settings and the volume infused history were lost. The customer contact reported the pts were treated with unspecified pain medication via unspecified route for increased pain. No specific event details were provided. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.